Event description:
There was an allegation of questionable results from a coaguchek xs meter. It was reported that the meter displayed a recurring "set + date flash" error, and the patient was unable to initiate a measurement. The issue was not resolved by rebooting the meter. It was also noted that the meter's time and date were incorrectly set. The meter result was 1.5 inr at 09:44 am. The meter result was 2.4 inr at 11:01 am. The meter result was 1.4 inr at 02:12 pm. It could not be confirmed if the result times were accurate or if they were performed within 4 hours. The patient¿s therapeutic range is 2.0 inr - 3.0 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer the test strip lot number and expiration date were not provided. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.